Manufacturer narrative:
A quality engineer investigation was completed to determine the cause of the adverse event. Based on the investigation, there is no indication that the device directly caused bleeding.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the surgeon was placing a standard 8mm cannula with the 8 mm bladeless obturator (optical) utilizing a handheld camera and blood came out of the cannula after placement. A vascular surgeon was consulted. An additional trocar was placed, and it was determined the bleeding had stopped. The patient was forming a hematoma. The area in question was near the mesentery. The team decided to abort the case and observe the patient overnight. After an ultrasound and/or a computed tomography (CT) scan, the patient returned to the operating room the following day for the procedure. A hysterectomy was performed with the robot and no complications were reported. The patient did well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. The event investigation is in progress. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.